Event description:
It was reported by customer that the safety mechanism on the safe step huber needle had malfunctioned 3 times in the last few months and that she is worried this may cause needlesticks. She mentioned that the needle would not pull up properly. Additional information provided 11/29/2023: it was reported by the customer three devices were utilized by three different patients and were discarded after the event. There was no delay of treatment for medication administration. Delay occurred when de accessing the needle, the needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula. It was reported this event occurred three times. This report addresses the third time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.